Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -14.00/1.5/088 (sphere/cylinder/axis) did not open when the surgeon went to use it. It was reported that there was no patient contact and a backup lens was implanted successfully within the same surgery.